Event description:
Patient presented with signs of meningitis. These included severe headache and high fever. The belief is the infection resulted from the the trail. During the trial the catheter came dislodged and was replaced. Then during the following 3-4 days, while hospitalized, the catheter became separated from the pump and "was dangling and being dragged by the patient, even as they sat on the commode." The diagnosis of meningitis was confirmed, the patient is currently receiving antibiotics for this. The plan is to wait and see if the infection resolves, which bloodwork/labs indicate. The pt was reported as recovering fine.